Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 793 mg/dl at the time of hospitalization. The customer's blood glucose was 119 mg/dl at the time of call. The customer's blood glucose was 145 mg/dl at the end of call. The customer stated that she gave herself manual injections and she was given insulin through IV at the hospital to treat the high blood glucose. The customer stated that she experienced light headedness, disoriented and nauseous. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.